Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was had unresponsive buttons due to corroded keypad traces. No blank display was noted. No unexpected vibration or constant tone was noted during testing. No missing segments were noted after the battery was inserted.

Event description:
The customer reported that the insulin pump was not working at all, after he went swimming with it on. The customer also stated there was moisture under the screen and the display went blank. Upon removing and replacing the battery, the customer stated there was a constant tone. The customer's blood glucose was 167 mg/dl while he was reporting the issue. His blood glucose during the issue was not known. The customer had been treating with manual injection since the insulin pump malfunction occurred. Nothing further was reported.